Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the power module was confirmed via the submitted log file; however, the reported event was unable to be reproduced during testing. The submitted log file captured a no external power alarm on 20nov2025 while connected to the power module. The bus voltage was noted to be 11.8 volts, and the black and white relative state of charge (rsoc) voltages were 8.4 volts. This is under the voltage threshold, when connected to a power module, leading to the no external power alarm. During this time the backup battery functioned as intended and supported the system. The no external power alarm cleared once the patient connected to battery power. Of note, throughout the file it was observed that there was lower than typical voltages when connected to the power module, ranging between 13.6 and 14.6 volts. No other notable events or alarms were captured. Pump operation was not affected, and the device appeared to function as intended the patient cable underwent testing at the service depot and was connected to a mock loop with the returned power module, serial number (B)(6). The power module and patient cable functioned as intended. The power module and patient cable were forwarded to product performance engineering (ppe) for further testing. The forwarded patient cable underwent functional testing, and the cable did not pass all steps of continuity and insulation testing. Multiple wires were measured to have higher resistances than expected, consistent with wire fatigue. The patient cable was connected to a mock loop with the associated power module and heartmate ii system controller (serial number p(B)(6)) and functioned as intended. The reported event of a no external power alarm was unable to be reproduced, including when manipulating the patient cable by hand. Reported information stated the patient switched to battery power and was instructed to switch one system controller power cable to the power module; however, the alarm recurred. This occurred for when either the white or black power cable was connected to the power module. The root cause for the reported event could not be conclusively determined through this analysis; however, the observed patient cable wire fatigue is consistent with causing the reported alarm to activate. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 patient handbook section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including no external power, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the power module and patient cable. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their patient cables, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 14v patient cable assembly is manufactured by the vendor who maintains the device history records. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient, who uses an ungrounded cable due to a history of short to shield, had a "loss of external power" alarm while connected to the power module. The patient then switched to their batteries. When the patient was on the phone with the clinic, the clinic had the patient switch one system controller power cable to the power module and the alarm reoccurred. This was the same for both the white and black power leads. The patient presented to the clinic and was connected to the power module in the clinic but on their ungrounded cable. Log files were submitted for review and recorded unusual voltages connected to power module, the motor function was not affected by this event. It was planned to exchange the power module and replace the ungrounded patient cable. It was also noted that the system controller had a dim pump running symbol and the system controller would be exchanged. The system controller was exchanged, and log files were submitted for review which captured no unusual events.